Event description:
It was reported that during testing conducted at the user facility, the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Worn rotor bearings and driveshaft bearings were discovered during the eval of the device, which was identified as the probable cause of overheating, caused by excessive friction.